Event description:
Adverse event(s): no pt injury reported (no consequences or impact to pt). Product problem(s): "touch screen froze" (no display or display failure). The facility reported that during a procedure, the touch screen froze. The system was switched and the case was completed. There was a delay of about 30-40 minutes. The pt's outcome was good. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The touchscreen was replaced. The software was updated. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4).